Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and subsequently died coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the day of onset of the peritonitis, the patient was hospitalized. The patient was treated with unspecified antibiotics (dosage, route, frequency, and duration not reported) for peritonitis. On an unreported date during the hospitalization, the patient was placed into hospice. Peritoneal dialysis therapy was discontinued prior to death on an unknown date. The patient was not recovered from the peritonitis event at the time of death. The cause of death was unknown and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.